Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Technical services recommended an urgent device replacement. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.